Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the dysfunction of the valve, pressure level does not match.

Manufacturer narrative:
The shunt system was returned in the returnkit in an unknown liquid. The valve was set to 10 cmh2o pressure when delivered. A visual test was performed and small scratch marks were observed. To check if the valve is clogged, a permeability test was performed. This test is used in a hydrostatic pressure difference of about 30 - 40 cmh2o and carried out in the flow direction. The test showed that the valve is permeable. This is an indication that there is no malfunction of the product. Adjustments were made to the product and no malfunctions were found. To measure the brake release force, the brake force gauge was checked on the valve. The valve could be adjusted at different ranges without any problems. No malfunctions were identified. The system operated as intended. No further actions are required.